Manufacturer narrative:
The field service engineer (fse) proactively replaced the peristaltic pump tubing, main pipettor tip and the substrate probe. The fse performed all alignments on the analyzer and calibrated the incubator belt which failed to meet specifications. The fse discovered the right corner pulley bearings had worn to the point that the pulley shaft and incubator belt were wobbling. The fse returned the following day and replaced the incubator belt pulley. All verification testing subsequently passed and met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the incubator belt pulley is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2013-00935.

Event description:
The customer reported non-reproducible erroneous troponin I (access accutni) results, for multiple patients, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. The erroneous initial results were released out of the laboratory and questioned by physicians. One patient was admitted to the hospital due to the elevated troponin I result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome received from the customer. The patients¿ samples were reanalyzed on an alternate access 2 system and lower results, within the normal reference range, were obtained. The patients¿ samples were collected in 4 ml lithium heparin plasma tubes and analyzed in the primary tubes. Retest samples were also analyzed in the primary tubes but with the caps removed. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This report is one of two referencing the patient that was admitted to the hospital.